Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem and annex f code a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported issue was that pocket 1-1-e4 wouldn¿t pop out. A field service engineer (fse) found that the pocket was already popped out. After a delay in the ICU, the unit was inspected and found to be functioning properly. A pocket was moved into the affected spot and tested successfully in hta (hardware test application). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie pocket that failed to pop out. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie pocket that failed to pop out. The customer stated that the malfunction occurred when user trying to issue medication to patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.